Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing tremendous amount of pain and a painful humming sensation that will not stop even when the stimulation was turned off. It was also noted that the patient had eight out of ten broken contacts in the leads which was believed to be a lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing tremendous amount of pain and a painful humming sensation that will not stop even when the stimulation was turned off. It was also noted that the patient had eight out of ten broken contacts in the leads which was believed to be a lead fracture. The patient will undergo a revision procedure.